Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach the first penumbra smart coil (smart coil) of the procedure using the handle; therefore, the physician manually detached the smart coil. The physician then successfully detached another smart coil using the handle, but was unable to detach the last two smart coils of the procedure using the handle and, therefore, they were detached manually. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01:3005168196-2017-00172.